Event description:
It was reported that an ilet user experienced sustained hyperglycemia for approximately six hours, with the pump displaying 370 mg/dl and a confirmatory fingerstick of 340 mg/dl, during which the user noted the insulin vial was slightly protruding from the pump; the agent guided a full supply change with a new cartridge, after which glucose trended downward to 288 mg/dl and then 226 mg/dl by fingerstick. Symptoms included no reported physical complaints. Outcomes included no need for medical intervention and no hospitalization. Investigation included troubleshooting with supply replacement and user education. Investigation of this case revealed a hyperglycemic event with an unclear cause, with a potential contributory factor of incomplete cartridge seating that resolved after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.